Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced bradycardia at 35 beats per minute. The lead exhibited impedance greater than 2500 ohms and had complete exit block. The device was explanted.